Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was provided. It has the scale lines printed with no numbers. It is likely that during the assembly printing process, the printer ran out of ink and the sensors didn't reject they syringes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9275515 for this type of defect or symptom. Root cause description: it is likely that during the assembly printing process, the printer ran out of ink and the sensors didn't reject they syringes. Rationale: CAPA not required at this time.

Event description:
It was reported that scale markings were missing and misaligned with a bd 50ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the graduation markings were found to be missing, askew and missing the numbers next to the markings.